Event description:
The device was returned for service. During service by baxter, broken door hinges were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "alarming constantly occlusion" during bio-med testing. Evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of constant occlusion alarm was confirmed, caused by broken door hinges. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.